Event description:
Customer reported that the insulin pump screen looked foggy and did not recall any moisture damage and stated that there was no physical damage. She stated that the weather was humid three weeks prior. The blood glucose reading was 50 mg/dl. Customer stated that it was low because she just came home from the gym and treated with food. The insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no unexpected low battery alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.